Event description:
Patient was revised due to fracture of the femur below the stem while weight bearing.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of this investigation once it has been completed.